Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the needle and bd insyte¿ autoguard¿ shielded IV catheter hub separated during use. The following information was provided by the initial reporter: "rn (registered nurse) was starting an IV m the patient's left wrist the rn got blood return but could not advance the catheter. When the rn pulled back, rn saw that the needle and catheter had separated and were in a y shape it looked as if the needle had punctured the side of the catheter and came out. No injury to the patient pressure was applied and IV was started in a different site".

Manufacturer narrative:
Date of birth: unknown. The patients age was used to determine a placeholder date for this field. The initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle and bd insyte" autoguard" shielded IV catheter hub separated during use. The following information was provided by the initial reporter: "rn (registered nurse) was starting an IV m the patient's left wrist the rn got blood return but could not advance the catheter. When the rn pulled back, rn saw that the needle and catheter had separated and were in a y shape it looked as if the needle had punctured the side of the catheter and came out. No injury to the patient pressure was applied and IV was started in a different site."